Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother smells insulin near the injection site of the cannula. Mother cannot confirm if a leakage is available, she cannot further specify. Increased blood glucose level during this time (no values given), hba1c increased from 7,1 to 8,8. No adverse event alleged. A request was made for the return of the device.